Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that it was noted that most of the alarms were noted in the data log file when the pt was transitioning from battery power to tethered support (connected to the power module). It was also reported that the pt heard a change in the pump when changing from battery power to tethered support since the (B)(6) timeframe. The hospital staff was unable to reproduce the alarms. The pins on the pt cable were checked and looked good. The pt was asymptomatic during the event. The log file confirmed pump stoppages. The pt's primary system controllers and power module pt cable were exchanged.

Manufacturer narrative:
The cause for the reported event was determined to be related to the 14v power module pt cable. The evaluation confirmed conductor breakdown within the underlying wires in both power leads of the pt cable which resulted in a critical low voltage condition and subsequent pump stoppages. The pt remains on-going on vad support at this time and no further events have been reported. No further information is available. The manufacturer is closing its file on the event.